Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the arm. On (B)(6) 2024, the patient's body was hot while sitting down. The cgm reading was 55 mg/dl, after few minutes it gave an alarm and still showed 55 mg/dl. The patient took a fingerstick measurement and the bg reading was 300 mg/dl, and the patient calibrated the sensor. A second fingerstick measurement was taken after calibration, the cgm reading was 400 mg/dl, and the bg reading was 385 mg/dl. There was no documentation of treatment for symptomatic hyperglycemia. The patient felt that her body was hot, and her husband requested her to go to the emergency room. At the emergency room, the nurse took a fingerstick and the bg reading was 280 mg/dl while the cgm reading was 300 mg/dl. The nurse removed the wearable and provided the intravenous fluid and no other medication. The patient was discharged the next day on (B)(6) 2024 at 2:00 am, and an unspecified reading of 188 mg/dl was documented. At the time of the report, the patient still felt that her body was hot. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid calculator at the time of the event. The reported glucose values fall within the a zone of the parkes error grid calculator after the sensor was calibrated. The reported glucose values fall within the a zone of the parkes error grid calculator when the patient was tested at the emergency room. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.